Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped causing a 1 ½¿ laceration to the patient during a posterior cervical case. The clamp was used with mayfield pins and set at 60 lbs of pressure. The laceration was cleaned and stapled after the case was completed. There was approximately a 15 minute delay.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the unit passed all specific functional testing requirements, except that the mayfield 2 lock had no movement when in the locked position. When the clamp is properly positioned and locked down, there should not be any movement. Ratchet extension arm passed all functional testing for movement. Repairs team could not duplicate slippage. Since the unit was involved in a patient injury, it will be sent to quality engineering for further investigation. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probably root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a